Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). Patient reported having trouble charging her left stimulator. The patient said the right one went ok, and he took the recharger off and connected it to the left. After walking around for 3-4 hours, nothing has changed at all and the battery levels were still at 80/60%. The patient didn't have any clue why it won't charge higher than 80%. Pt states the position is excellent as well for charging session.